Event description:
Reporter indicated that the pt underwent a generator battery replacement due to the suspicion that the device's battery was dead, and due to the pt having an increase in seizures. All attempts for further info regarding the increased seizures have been unsuccessful, thus the relationship between the issue and vns therapy cannot be determined. The explanted device will not be returned to the MFR for analysis, due to procedures at the hospital where the replacement surgery took place.